Event description:
(B)(4). Beginning in (B)(6) 2015, I started having severe joint pains all over my body. In (B)(6) 2016, I began having intense panic attacks, occurring weekly and turning into a daily occurrence. On (B)(6), I went to the ER because of a panic attack because I felt I was losing my mind, felt detached from reality, and had been in that state for two hours. They gave me a benzodiazepine and prescribed more to get me through the next few days until I can see a primary care physician and/or psychiatrist. If I do not take my prescribed medication every 7 hours, I start to experience another panic attack. Since the onset of this last panic attack beginning on (B)(6), I have had tremors in my extremities. At times the tremors are more intense than others, but they are always there. From (B)(6), I have had nausea with vomiting and diarrhea. I was unable to hold down even water. I have lost a total of 10 pounds in the last week and as of today ((B)(6)), I am able to eat small amounts of oatmeal and fresh fruit. Water is staying down since the late afternoon of the (B)(6). Throughout these last few months I have had menstrual like cramps almost constantly during my entire cycle. I have had sharp pains in the region in which my essure device was placed. I have lost my libido almost completely over the last few months. My menstrual cycle seems to be as normal as it was, however, is extremely painful during menses. I have suffered from back pain, joint pain, pain in my ribs, neck/spine, and pain in my hips and pelvic region. I have flu-like body aches constantly. I have heartburn daily. During my panic attacks I suffer from extreme paranoia. I have daily headaches and dizziness. I get tingling sensations in my extremities, numbness in my lips, fingers, and toes. I have been in a brain fog for the last few months and am forgetful. I had gotten strong depressed feelings that seemingly come from no where which have led to suicidal thoughts.